Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that patient came in originally for a blister on the pocket and intermittent pectoral pain with arm movement. During pocket revision, a lead stylet popped out. This stylet was left inside of the lead replaced in the past. Stylet was removed and the lead was left without cap. No further patient complications have been reported as a result of this event.